Event description:
Brake system down, not holding brake.

Manufacturer narrative:
Cause-all four casters wornout. This bed found in storage area no one injured. Replaced brake/steer casters to resolve.